Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, after multiple inflations at below rated burst pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injures reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, after multiple inflations at below rated burst pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injures reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address (B)(6).